Event description:
The device was returned for pneumatic valve leak failure (valve 3). The device was attached to a bracket and powered on, a red pump service alarm was observed. Log files were reviewed and a valve 3 leak failure was found at the time of the alarm. The device was opened for internal inspection. The installed pneumatic assembly was replaced with an assembly for testing. The device passed pneumatic testing. Both the fva pins and loading pins were dragging during operation. The fva pins and loading pins, and their channels, were cleaned using alcohol. The fva and loading pin lip seals will be replaced during repair. The screw mounts on the lcd touchscreen are damaged and the main pcba is loose. The lever arm is damaged. Damage was found on the frm flex cable. During investigation it was found the cycle counts on the batteries were high (>140). While the batteries are not a source of failure at this time, they will be removed and replaced.

Event description:
The following has been reported: biomed reported: "status machine failure. No active infusion stopped or any patient harm reported. A preliminary review identified the following issue: pneumatic valve leak failure (valve 3) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.